Event description:
The pt received more medication than intended. The primary line of the pump was programmed to deliver normal saline. The secondary line was programmed in the piggyback mode to delivery 40meq/250ml of potassium chloride for a duration of four hours and the delivery was started. No further programming parameters were provided. At an unspecified time, the nurse noted the bag of potassium cloride was "nearly empty" and that the primary line was infusing. The potassium chloride "finished in half of the time it was supposed to take." The device was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. The physician was notified and the pt was transferred to an unspecified "monitored" floor for observation. Though requested, no add'l info was provided.